Manufacturer narrative:
The investigation has been completed. The alleged battery malfunction was verified. Based on the analysis, the alleged temperature alarm malfunction was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty charging the pump with a computer. The customer connected the same usb cable to a different usb port on their computer and was able to successfully charge the pump. The customer also reported that the pump battery gauge jumped from 30% to 100% then back down to 35%. In addition, the pump declared two temperature alarms while the pump was charging. Customer reported blood glucose (bg) level was in the 300's (mg/dl). A correction bolus was delivered to address bg level. Review of pump data by tandem technical support confirmed the battery jump. Reportedly the customer will continue to use the pump for insulin therapy.